Event description:
Revision surgery was performed in 2004 due to stem subsidence over x-rays viewed. According to surgeon's point of view after the surgery, it was easy to extract the stem out of the sleeve because of disassociation between them, which the stem had not been taper-locked in the sleeve, and visually confirmed not likely bony in growth into femur by parous coating, so it was also easy to extract the sleeve.